Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to over delivery anomaly. The customer reported blood glucose value of 20 mg/dl. The customer was taken to emergency room visit and treated with glucagon shot. The event involved products mmt-1884, mmt-7040a, mmt-397a and mmt-332a. Troubleshooting was partially performed for low blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08735 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 20-feb-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 20-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a (B)(4) units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week from the event date of 20-feb-2026, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 1(B)(6) 2026 during bolus/basal deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2026 09:27:00.000, (B)(6) 2026 09:37:00.000. (B)(6) 2026 13:18:00.000. (B)(6) 2026 14:30:00.000, (B)(6) 2026 14:40:00.000. (B)(6) 2026 16:47:00.000, (B)(6) 2026 16:57:00.000. (B)(6) 2026 15:27:00.000. Sensorerroralert (801) was found on: (B)(6) 2026 22:56:43.000, (B)(6) 2026 23:06:00.000. (B)(6) 2026 10:46:44.000, (B)(6) 2026 11:21:44.000. (B)(6) 2026 14:01:44.000, (B)(6) 2026 14:11:00.000. (B)(6) 2026 14:31:44.000, (B)(6) 2026 14:41:00.000. Lostsensor2alert (781) was found on: (B)(6) 2026 15:48:00.000. (B)(6) 2026 15:58:00.000. Sensorsignalnotfound (796) was found on: (B)(6) 2026 06:37:00.000. (B)(6) 2026 06:47:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was found on: (B)(6) 2026 18:07:00.000, (B)(6) 2026 18:16:01.000. (B)(6) 2026 10:00:58.000, (B)(6) 2026 10:10:01.000, (B)(6) 2026 10:10:18.000. (B)(6) 2026 13:33:47.000. All buttons function properly. No pump error 61 (stuck key alarm) noted during testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.12 mv). Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label missing. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. However, pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.